Manufacturer narrative:
After battery installation, the down keypad button did not respond to button presses. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable. Unable to perform displacement, and self tests due to the keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the buttons were not responding. Customer¿s blood glucose was 8.3 mmol/l at the time of incident. The insulin pump will not be returned for analysis.